Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a device's sound abatement foam. However, the device previously reported is a humidifier which does not contain sound abatement foam. This report has been updated to reflect the associated base device as the suspect medical device in section d.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to severe runny nose related to a CPAP device's sound abatement foam.there was no report of patient harm or injury.the reported event of having severe runny nose was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient did receive medical intervention and reported to have seen an ent and had two procedures. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally/internally and unknown dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath suggesting a source external to the device.slight black contamination at the blowerseal of the blower box is consistent with keratin contamination observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (#193 err_usb_host_no_device) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of contamination in the airpath.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused severe runny nose. The patient did receive medical intervention and reported to have seen an ent and had two procedures. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.